Event description:
It was reported that the device could not be interrogated and communication could not be established remotely. The patient was brought in clinic and it was confirmed that the device could not be interrogated. A software download was performed successfully and the device was able to be interrogated successfully and the patient was stable.